Manufacturer narrative:
(B)(4). Concomitant products: catalog number: unknown lot number: unknown brand name: unknown liner; catalog number:163660 lot number: 311870 brand name: 28mm dia cocr mod hd; unknown cup; unknown stem. Multiple reports were submitted along with this report 0001825034-2022-00629. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was revised due to dislocation. Additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records; the liner item number was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.